Manufacturer narrative:
Complaint (B)(4). Received 5pcs 454322/b1908355 for evaluation. Received customer pictures and product concern forms. We have no further complaints on the material/batch. A review of quality, production, and maintenance documents shows no deviations in relation to the reported error. Samples were visually inspected. Tubes were verified to be correctly assembled. No visual deviations were noted: no visible cracks or damage to the tubes which would cause leaking between inner and outer tubes was observed. Sandwich tubes (454996b) used in the manufacture of this batch were reviewed and no deviations were observed. Customer samples were tested, according to gbo standard testing procedures, with regards to level mark, filling level, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. The complaint cannot be confirmed.

Event description:
Customer states the inner tube is crack resulting in blood between the walls. Original results from the cracked tube was elevated from the redraw.